Event description:
Thor ((B)(4)) study site (B)(4) patient (B)(6) reported on (B)(6) 2024. Event date 04 nov 22. Implant date: (B)(6) 2018. Reported as 'patient (B)(6), a 32-year-old white male with aortic disease chronic dissection, experienced an event of stroke - incomplete middle cerebral artery infarct left with hemiparesis and dysarthria on (B)(6) 2022. Treatment of the event included cerebral thrombectomy. The event was considered resolved with sequelae on (B)(6) 2022. The patient/subject continued in the study. The investigator considered the event of stroke - incomplete middle cerebral artery infarct left with hemiparesis and dysarthria as severe intensity and possibly related to the thoraflex hybrid device.' Resolved with sequelae. This report is being submitted as a follow up #1 for mfg report number 9612515-2024-00048 to provide event closure information for (B)(4).

Manufacturer narrative:
Manufacturers narrative. Clinical code: 1770 - stroke /cva: the patient had aortic disease chronic dissection, experienced an event of stroke - incomplete middle cerebral artery infarct left with hemiparesis and dysarthria on (B)(6) 2022. Impact code: 4625 - additional surgery: the event was treated with additional surgery cerebral thrombectomy. Medical device problem: 2993 - adverse event without identified device or use problem: no causal link between the device and the event could be determined. Component code: 4755 - part/component/sub-assembly term not applicable. Type of investigation: 4110 - trend analysis: a review was performed and indicated an increasing trend for stroke event's requiring action at this time. 4111 - communication/interview: additional information was received on (B)(6) 2024, this confirmed that the graft was not twisted or kinked and the patient had no allergies to the device or components. In the 5 year follow up no thrombus was found within the device, but thrombosis was noted of the false lumen. A/w post-op scan review to clarify. 3331 - analysis of production record's: a review of manufacturing and qc records confirmed that there were no issues with the manufacture of the device. 4117 - device not accessible for testing: device remains implanted 4112 - analysis of data provided by user/third party: a review of the patient scans was performed. This show that the thoraflex hybrid device expanded well and had suitable oversize, however the right vertebral artery and left carotid artery was stenosed proximally to the device. However, it was not possible to determine if the stenosis present in these arteries was present prior to the implantation of the thoraflex hybrid device. Investigation finding's: 213 - no device problem found: from the investigation performed and with all finding's it was not possible to determine if the event is related to the device. Investigation conclusion: 4315 - cause not established: from the investigation performed and with all finding's it was not possible to determine if the event is related to the device. Therefore, we could not determine a root cause for this event.

Manufacturer narrative:
Manufacturers narrative clinical code: 1770 - stroke /cva: the patient had aortic disease chronic dissection, experienced an event of stroke - incomplete middle cerebral artery infarct left with hemiparesis and dysarthria on (B)(6) 2022. Impact code: 4625 - additional surgery: the event was treated with additional surgery cerebral thrombectomy medical device problem: 3190 - insufficient information: a/w further information from site to determine if there was a device issue. Component code: 4755 - part/component/sub-assembly term not applicable type of investigation: 4110 - trend analysis: a 5 year review of similar complaints (thoraflex hybrid > medical event > stroke) gave an occurrence rate of (B)(4), and indicated an increasing trend for stroke event's requiring action at this time. 4111 - communication/interview: additional information was received on 17 jun 24, this confirmed that the graft was not twisted or kinked and the patient had no allergies to the device or components. In the 5 year follow up no thrombus was found withing the device, but thrombosis was noted of the false lumen. A/w post-op scan review to clarify. 3331 - analysis of production record's: a review of manufacturing and qc records confirmed that there were no issues with the manufacture of the device. 4117 - device not accessible for testing: device remains implanted investigation finding's: 3233 - results pending completion of investigation. Investigation conclusion: 11 - conclusion not yet established.

Event description:
Thor (B)(4) study site 01 patient 04 reported on (B)(6) 2024. Event date 04 nov 22. Implant date: on (B)(6) 2018. Reported as 'patient 04, a 32 year-old white male with aortic disease chronic dissection, experienced an event of stroke - incomplete middle cerebral artery infarct left with hemiparesis and dysarthria on (B)(6) 2022. Treatment of the event included cerebral thrombectomy. The event was considered resolved with sequelae on (B)(6) 2022. The patient/subject continued in the study. The investigator considered the event of stroke - incomplete middle cerebral artery infarct left with hemiparesis and dysarthria as severe intensity and possibly related to the thoraflex hybrid device.' Resolved with sequelae.